Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: (B)(4), it has been determined that an mre is not required.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner and head revision to treat pain and adverse metal reaction. Right hip. Removed the metal on metal liner, and replaced with alrex liner. Changed the 36 metal head to a 36 ceramic head. Original surgery was done (B)(6) 2001. Doi: (B)(6) 2001, dor: (B)(6) 2020, right hip.